Manufacturer narrative:
Plant investigation: the complaint device was not available to be returned for manufacturer evaluation. However, four photos were provided for review. The first and second photos show different views of the dialyzer¿s product label. The third photo shows the bottom of the machine and the floor where there are blood drops visible. The fourth photo shows the dialyzer connected to the machine where blood is visible on the rim of the header. The cause of the leak is unknown. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was one non-conformance (nc) in the production of the lot which was unrelated to the reported complaint event. There was no indication of product nonacceptance, deviation, nc, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The leak was confirmed based off the provided photos. However, the cause cannot be determined as the actual sample was not returned for evaluation. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility biomedical technician reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Blood was reportedly leaking out of the bottom of the dialyzer onto the machine and floor. Photos of the device were provided for review. Additional details were provided upon follow-up with a registered nurse (rn) from the facility. The blood leak occurred approximately three and a half hours into the treatment. The blood leak was confirmed to be external. Blood was seen leaking from the venous header of the device. The rn said there was no physical damage or defect noted on the dialyzer, at or near the leak location. There were no alarms from the machine, a fresenius 2008t. There were no leaks during the priming phase. Fresenius bloodlines were also being used for the treatment. After the leak occurred, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. The rn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Blood was reportedly leaking out of the bottom of the dialyzer onto the machine and floor. Photos of the device were provided for review. Additional details were provided upon follow-up with a registered nurse (rn) from the facility. The blood leak occurred approximately three and a half hours into the treatment. The blood leak was confirmed to be external. Blood was seen leaking from the venous header of the device. The rn said there was no physical damage or defect noted on the dialyzer, at or near the leak location. There were no alarms from the machine, a fresenius 2008t. There were no leaks during the priming phase. Fresenius bloodlines were also being used for the treatment. After the leak occurred, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. The rn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded.